Event description:
It was reported that the product was defective. The sales representative could not find out the problem. No patient complications were reported.

Manufacturer narrative:
The device has not been returned for evaluation.